Manufacturer narrative:
Event date: on an unspecified date reported as "recently". One sample was received for evaluation. A visual inspection was performed which revealed a crack at the side of the welded cassette component. An underwater pressure test was performed which noted a leak at the crack location only. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a homechoice automated pd set leaked while in use for peritoneal dialysis (pd) therapy. The cause of the leak was further described as due to a tear in the ¿harder plastic part¿ which resulted in fluid leaking into the pd cycler. There was no patient injury or medical intervention associated with this event. No additional information is available.